Event description:
It was reported that patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) due to unknown issues with sling device. No information about the patient outcome is available at the moment.